Event description:
It was reported that upon opening the implant, it was noticed that the plastic holding the implant was cracked and had a hole. Another implant was opened, and the procedure was completed successfully with no delay. There was no patient involvement.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: upon opening the implant we noticed the plastic holding the implant was cracked and had a hole. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed a cracking on one of the sides of the blister. A search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Evidence indicates that the device had been properly sealed and packaged at the manufacturer. Consequently, there is no indication of any manufacturing error that could have contributed to the reported issue. Once the product leaves j&j medtech orthopaedics control, it is unknown what environment conditions or human intervention or manipulation the packaged products are exposed to during that time. However without more evidence of the outer packaging a definite root cause cannot be established. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the tri-lock bps sz 6 std offset would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : upon opening the implant we noticed the plastic holding the implant was cracked and had a hole. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed a cracking on one of the sides of the blister a search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Evidence indicates that the device had been properly sealed and packaged at the manufacturer. Consequently, there is no indication of any manufacturing error that could have contributed to the reported issue. Once the product leaves j&j medtech orthopaedics control, it is unknown what environment conditions or human intervention or manipulation the packaged products are exposed to during that time. However without more evidence of the outer packaging a definite root cause cannot be established. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the tri-lock bps sz 6 std offset would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.